Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and new orders were not shown up. A technical support specialist (tss) tried to connect to the server through remote desktop protocol rdp and services but failed. Further the tss tried to deploy the rss restart package which also failed, remaining stuck in a queued state. Then the tss advised the customer to engage the information technology (it) team to check network connectivity, including the ethernet cable. Further follow up with the customer confirmed that patient data was successfully crossing to pyxis stations, indicating service recovery. The tss explained that the root cause was the application server being down. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, device was not communicating and new orders were not shown up. However, there were no delay in patient care and no adverse events or injuries reported based on this event.